Event description:
A balloon ruptured and became entangled on the stent on the fourth inflation following deployment of another MFR's stent in the subclavian vein. A segment of the balloon detached in the stent upon withdrawal of the balloon catheter. Retrieval of the detached material utilizing a snare via the femoral vein followed. A medwatch report received indicated an angiogram showed complete occlusion. Another stent was placed within the existing stent to tap down any balloon material that remained within the stent. The procedure was successful and no pt sequelae resulted from this event. The device has been retained by the user facility. It was indicated this device was used to expand another MFR's stent in the vasculature. This is a non-indicated use of the device. The above factors may have contributed to this event. However, without evaluating the device, we are unable to determine the exact cause for this event. Co's directions for use state: "medi-tech xxl balloon dilatation catheters are recommended for percutaneous trnasluminal angioplasty of narrowed segments in the iliac and femoral arteries in the peripheral vasculature... Any use for procedures other than those indicated in these instructions is not recommended... If los of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."